Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was discarded by the medical facility and will not be returned. No further information could be obtained despite good faith efforts.